Event description:
Patient reported having raynaud¿s phenomenon, side unspecified. Additional report of exchange from textured to smooth due to the patient concern with the product. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynauds phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: raynauds phenomenon, textured device removal.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, wear abrasion, crease fold, dark ring. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive.

Event description:
Patient reported having raynaud¿s phenomenon against left side. Healthcare professional additionally reported textured to smooth due to the patient concern with the product. The device has been explanted.